Event description:
Customer reports, while running a control test on the accu-chek advantage meter an undosed result of 80mg/dl was obtained. No action or treatment resulted. Requested return of suspect device, strips and controls, replacements were sent.